Event description:
The lay user / patient contacted lfs in 2009 alleging an error 1 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned that two days prior to contact lifescan at around 4:00pm, the patient attempted to test their blood glucose and obtained an error 1 message. The patient did not exhibit any symptoms at the time of testing. The patient took their usual diabetes medication after attempting to use the meter. Approximately five hours later, the patient began to exhibit symptoms of feeling dizzy and thirsty. The patient did not seek any medical attention or contact their physician for assistance. No further clinical information was provided. The patient's products were replaced. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and how long symptoms lasted. The complaint is being reported since the patient alleged that they were unable to test due to the error 1 message and ended up developing symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.